Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not lay flat and would "wiggle" around a bit. Cartridge "popped" out of the pump when the pump case was removed. There were no cartridge errors in the pump history. Cartridge was reloaded and it laid flat, but still "wiggled". Tandem technical support (cts) assisted the customer with loading an empty cartridge. Cartridge fit and cts determined that the empty cartridge was loaded and fit properly. Cts instructed on how to removed the case from the cartridge. Blood glucose was 150-260 mg/dl.